Manufacturer narrative:
Unit in question has not been returned for testing and evaluation.

Event description:
Per the customer....claims use of the wp-660 device at pressure setting 4 caused an admittedly aged crown to dislodge. Customer is seeking reimbursement for repair of crown.